Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient presented with swelling, infection and skin flap breakdown. The recipient was admitted to the hospital for treatment (unknown). Revision surgery is scheduled.

Manufacturer narrative:
Additional information: sections d.6b, d.9 & h.6. Correction information: section b.7. It is noted that the device extruded and there were two attempts to try to close the skin. The recipient's device was explanted. The recipient's infection has resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as the magnet pocket. In addition, the electrode was severed. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's wound has reportedly healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.